Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair when the mesh was being placed the grey cap came off this happened twice. Different device was used to complete the procedure. There was no patient injury.